Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that a smiths medical portex clear eyesoft seal cuff tracheal tube leaked after intubating a patient. It was reported the anesthesia device of an unknown brand issued an air leak alarm while in use and a "pinhole" was found in the product after the reporter checked for leaking. No adverse patient effects were reported.